Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is still ongoing at this time. It was reported the sample was not available for evaluation. A follow-up will be submitted when the investigation results become available. The initial MDR was submitted on time but failed. Messageid: (B)(6). Coreid: (B)(4) datetime receipt generated: 11-21-2023, 14:49:58 "cdrh has received your submission" the report is being resubmitted with the original submission date.

Event description:
As reported by the user facility: the account uses 490067 in the or and it is believed that the roller clamp is not working properly on the set. The customer reports that it has to be rolled down completely to slow the flow and they are encountering patients with abnormally large amounts of IV fluid administered. The amount of fluid does not seem to correlate with the amount of time the bag has been hung. There was no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.